Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit tube became clogged and an alarm sounded. The tube was removed and twisted, but the tube clog alarm sounded again after a while. The set pressure was 12 mmhg, and the alarm sounded when the pressure reached 17 mmhg. When the insufflation tube was reconnected and twisted, the pressure temporarily dropped to about 13 mmhg, but returned to 17 mmhg. The issue occurred during a therapeutic total gastrectomy procedure. The procedure was completed using same set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
Updated fields: h4, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.